Event description:
The luer valve does not function properly on one (1) size 6, disposable cannula low pressure cuffed tracheostomy tube. Pt reports that this was detected after the device was in use approx seven (7) days. The device was tested prior to insertion where no problems were detected. Pt also reports that after inflating the device with 6cc of air the cuff on the device "bundles up". Selection of cuff inflation volume is at the discretion of the physician, however under normal pretesting of cuff inflation for this size device 14cc is recommended. There was one (1) pt involved with no reported pt compromise. The device was returned to the MFR for analysis and investigation.